Manufacturer narrative:
(B)(4). The device/component (ad-14402) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
Customer reported the guide wire could not be advanced/inserted over the needle as the wire gets stuck in the cone. It seems the metal part of the cannula protrudes in the cone and hinder the advancing.

Manufacturer narrative:
(B)(4). The customer returned one swg, one introducer needle, lidstock and a 3ml syringe for evaluation. Visual inspection of the swg revealed one kink towards the distal end of the guide wire body. Both welds of the guide wire were observed to be full and spherical. Visual inspection of the introducer needle found no defects or anomalies. Though the complaint mentioned that the "metal part of the cannula protrudes in the cone", microscopic inspection revealed that the needle was manufactured correctly according to the product drawing. The cannula was placed in the correct location. The kink in the guide wire measured 14mm. Both the swg and introducer needle met dimensional requirements. The returned swg was able to pass through the returned introducer needle with minimal resistance. A manual tug test confirmed that both the proximal and distal welds of the guide wire were intact. A DHR review was completed with no relevant findings. The instructions-for-use (IFU) that are packaged with this kit warns 'do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer reported issue of the spring-wire guide kinking was confirmed during evaluation of the returned sample. Visual and microscopic inspection revealed the swg was kinked in one location near the distal tip. Both the proximal and distal welds were intact, full, and spherical. The swg was able to advance through the returned introducer needle with minimal resistance. The swg and introducer needle met dimensional requirements and a device history record review did not reveal any manufacturing related issues. Visual examination confirmed that the needle cannula was placed correctly inside the needle hub. Based on this investigation the probable cause of this complaint is unintentional use error. Teleflex will continue to monitor and trend for reports of this complaint issue.

Event description:
Customer reported the guide wire could not be advanced/inserted over the needle as the wire gets stuck in the cone. It seems the metal part of the cannula protrudes in the cone and hinder the advancing.